Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low reading issue with the freestyle libre sensor. The customer reported an unspecified low reading, did not experience symptoms, but treated themselves (unspecified treatment). The customer then had contact with a healthcare professional who provided insulin injection (dose/type unknown), and l-thyroxine for thyroid issue. A healthcare meter result of 7.3 mmol/l was obtained compared to a sensor scan of 3.1 mmol/l. There was no report of death or permanent injury associated with this event.